Event description:
Procedure type: bowel resection. According to the reporter: bleeding along the staple like occurred after the staples were placed. The doctor oversewed the area to assure the area was secure. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pt's cavity. No device fragment or component was left in the pt. No reinforcement material was used during the case. The incision was not extended by more than one inch.

Manufacturer narrative:
(B)(4).